Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: 1. Please clarify what is meant by ¿shock symptom.¿ => the patient came out in a rash all over the body. 2. What is the procedure name and initial procedure date? => laparoscopic partial gastric resection. 3. What date did the reaction occur on? => it occurred about one month after the initial procedure. The date is unknown. 4. What does the reaction look like and how large of an area does the reaction cover? =>the patient came out in a rash all over the body. 5. Do you have any pictures of the reaction? => no, we don't. 6. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? =>yes. If so, please clarify. => no information. 7. Can you identify lot number of the product that was used? => no, we cannot. 8. What is the most current patient status? =>now, a rash is only around the port hole in the abdominal region. 9. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) => no information. The doctor thinks that a rash was caused by allergy reaction of octyl 2-cyanoprop-2-enoate reacted ."

Event description:
It was reported that a patient underwent a laparoscopic partial gastric resection procedure on an unknown date and topical skin adhesive was used. Approximately one month after the initial procedure, the patient had a shock symptom and the patient was brought to an emergency room. The patient had a rash all over the body. The patient was treated for the rash. Currently, the rash is only around the port hole in the abdominal region. The doctor opines that a rash was caused by an allergy reaction to the topical skin adhesive. Additional information was requested.